Event description:
On (B)(6) 2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 53 mg/dl after making a meal announcement for dinner. The event was treated with candy, and bg increased by the end of the call. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.